Event description:
It was reported that an e-100 power cord shorted the outlet and was smoking. The issue was identified after a previous report of the e-100 intermittently cutting out. It was later reported that a cleaning crew had found the wall outlet smoking. The customer had been notified, and the e-100 had been unplugged. It was also reported that the wall plug had been replaced prior. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 unit was returned for failure analysis, and the reported problem was confirmed but not replicated. The system logs revealed errors. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden system and functioned as expected. The unit went through 10 power cycles and five sets of cuts and coagulation with no issue.